Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that, during procedural setup, the hydros handpiece malfunctioned. Another hydros handpiece was opened and found to be nonfunctional as well. The system displayed a firmware error code. Attempts to prime the system and connect the handpiece to the motor pack were unsuccessful. Due to the device malfunction, the physician elected to proceed with transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.